Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit passed self test, unexpected restart error test, basic occlusion test and displacement test. There was no unexpected restart or signal to low alarms noted. However, unit alarmed compromised force sensor error during at 3.5 lbs during prime compromised force sensor error test due to faulty fsr gold. The unit was received with minor scratched lcd window. The unit was received with all buttons responding properly. There was no button error alarms noted. There was no unexpected pump restart anomaly noted.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer stated that the alarm shows the insulin is empty but it is not empty. Customer is not sure if he is getting enough insulin. Customer's pump has been alarming for about an hour. Customer's blood glucose level was 97 mg/dl. Alarm history was reviewed and it was found that the pump was unable to restart and was counting. Customer changed the insulin in two days and also the battery. Customer was disconnected and then called back. Customer had a button error alarm present in the past history that was not reported. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.